Manufacturer narrative:
Insulin pump had a motor error alarm during the basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father stated that the insulin pump alarmed during the prime process. The blood glucose reading is 8.3 mmol/l. Caller stated that insulin squirted out during the manual prime process. Customer is treating with manual injections. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.